Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report insulin pump sounding high predicted, low predicted and low suspended alarms. Customer stated being hospitalized for low blood glucose levels. Patient declined to provide further information and troubleshooting of insulin pump. Patient also stated working closely with diabetes nurse to stabilize blood glucose levels. Nothing further reported.